Event description:
It was reported by the customer that "the customer noticed some of the wires inside the piccs have been kinked and difficult to re-advance the wire after trimming." Additional information received 03/15/2023: "kink noted in PICC wire at the end of the procedure when wire was removed. Some difficulty was noted when re-advancing the wire after trimming."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.